Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified vessel in the upper arm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the device ruptured upon second inflation at 10 atmospheres for 5 seconds. The balloon was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported and patient was in good condition after the procedure.